Manufacturer narrative:
This issue was resolved for the customer by stating that the unit could not be repaired and was scrapped.

Event description:
It was reported that the seat section wood metal frame was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.